Event description:
The customer's child called regarding an alarm. Assisted the contact to clear the alarm. It was stated that the customer did not wish to troubleshoot the alarm as pump user was hospitalized with bipolar disorder and high bgs. Advised the contact to have the pump user or the nurse to call when they are ready to use the pump again.